Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The keys were not responding. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted on keypad traces. The keypad connector was fully locked. The device had had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.